Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons are harder to press and have to pressed multiple times to respond. Customer's blood glucose level was unknown at the time of incident. Customer stated insulin pump missed the graph and was getting false predictive of high and low alerts. The insulin pump will not be returned for analysis.